Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported 589 days following a coronar artery stenting treatment procedure that the patient returned with angina pectoris and in-stent restenosis. The index procedure treated the de novo, 99% stenosed 3.5x20mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre-dilation and the placement of a 3.0x20mm taxus express2 drug eluting stent deployed at 10 atm's resulting in 0% residual stenosis. The patient presented with chest pain and dyspnoea in the hospital 589 days following the index procedure. Cardiography revealed a reduced left ventricular pumping function from 35-40%. Biomarkers for acute coronary syndrome were negative. On day 591 during a reintervention procedure, a 90% restenosis was confirmed and a 2.75 x 24 mm taxus express 2 drug eluting stent was placed in the lcx artery (target lesion). Stenting was secured with kissing balloons to the 2nd obtuse marginal branch resulting in 0% residual stenosis. The patient was discharged the next day. The event was listed as possibly related to the device. A future controlled angiography has been scheduled due to a 75% stenosis noted in the right coronary artery. Medication history consists of aspirin, clopidogrel, ramipril, bisoprolol, simvastatin and pentazol.